Event description:
It was reported the right atrial (ra) lead exhibited oversensing of the ventricular channel. This lead is expected to be evaluated further at the next follow appointment. This lead remains in service. No adverse patient effects were reported.